Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula, both towards the posterior of the pod. The distal tip of the soft cannula also appears to be damaged. It cannot be determined when or how this damage to the soft cannula occurred. Blood noted on the adhesive pad. Data downloaded from the device indicates high pulses widths & timeouts occurred during the run. The drive mechanism was inspected, and nothing was found that would cause an increase in pulse widths. The hard cannula was heated with a soldering iron in order to free crystalized insulin and allow fluid to pass. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. The formed needle was found to be dented where it would normally sit horizontally in the slide retract. Excessive plastic was noted on the horizontal inlet of the slide retract, producing an atypical arc that does not coincide with the arc of the formed needle. No other damages or defects noted.

Manufacturer narrative:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract as intended after activation.